Event description:
Customer reported the trends window disappears intermittently from the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and repeated the problem. Corrections included replacement of the unit's main board. Unit was safety tested to factory's specs.